Event description:
The customer reported the system displayed an iris potentiometer error code. On the 2800 system, this error message will prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps4 power supply and collimator were replaced. The system was then found to be operating as intended.